Manufacturer narrative:
The quality records were inspected and checked on the basis of the present article and serial number of the product complained about. The product complies with the specification on the date of manufacture and the documents do not show any deviations. As neither the complaint sample nor further information such as x-ray images, or reports and patient data have been made available to us, we cannot comment on this complaint. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Translation: polyethylene bush used up and broken.